Manufacturer narrative:
Batch review performed on 06 november 2019. Lot 182534: 40 items manufactured and released on 25-jul-2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, 30 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a potted stem. The cause of the potted stem is unknown. The surgeon revised the stem and head almost 7 months after primary. The surgery was completed successfully.